Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a routine generator change. The physician noted that the right ventricular lead was positioned in the right ventricular apex. The physician placed a new lead in the right ventricular septal wall to optimized contractility. The existing right ventricular lead was capped. The patient was stable.